Event description:
A health care worker experienced stinging and a white residue on her skin after brushing against the inside of the sterilizer. The symptoms resolved within hours after rinsing the contact site under running water and did not require medical attention. The vaporizer plate was in place but was not positioned correctly. Info was not available as to whether the cycle was completed or had canceled.